Manufacturer narrative:
The insulin pump had unresponsive buttons due to a flattened dome switch at down arrow buttons on keypad traces. Unable to perform the excessive no delivery alarm test to verify the excessive no delivery alarm and reset alarm due to keypad damage. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 227 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.